Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as no event date was reported. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography with cholangioscopy procedure. According to the complainant, during the procedure, the working channel sleeve of the spyscope ds protruded. A spybite biopsy forceps was inside the spyscope ds when it protruded. Reportedly, no part of the spyscope ds device was detached and there were no issues reported with the spybite. The procedure was completed without using the spyglass. There were no patient complications reported as a result of this event.